Manufacturer narrative:
The complaint of air in line can be confirmed based on the photo provided. Received one photo showing an air bubble inside the line. The d1000 tego is not visible in the provided photo. No damages or anomalies can be observed. The probable cause of the air in line is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Event description:
The event involved a tego connector that was shipped to the customer on (B)(6) 2022, placed on the patient on (B)(6) 2022, and the incident occurred on (B)(6), 2022. It was reported that there was an air bubble detected on fresenius 6008 evice, which caused the device to alarm and blood pump to stop. The device was checked, and a large air bubble was visible in the bloodline, just past the arterial tego connector, in close proximity to the patient's catheter. The machine was set to circulate until the air disappeared and then the patient was re-connected. However, the alarms re-occurred again after approximately 3 hours of dialysis. Therefore, the tego connectors were removed immediately and disposed of. There was patient involvement, however no patient harm. This captures the second of two incidents.

Manufacturer narrative:
The device is not available for evaluation. Pictures were provided by the customer and are pending evaluation.